Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (unknown concentration and dose) in an implantable pump for unknown indication for use. The patient had a history of complete paraplegia beneath t6 (asia a), secondary fracture "d8" due to fall accident in 2005, intestinal lymphosarcoma, menisectomy. The patient suffered multiple ulcerations/extrusion of the pump. The issue was reported as "unknown problems with the pump." There was no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2017. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. The pump was sent back to the manufacturer. No further information was provided.

Manufacturer narrative:
Analysis identified no pump anomalies. (B)(4).